Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-15661 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported that the caller needed assistance with adjusting the left side ins. Patient was at 2.0v and wanted to go to 1.0v. Caller indicated they have materials there but when they try to adjust nothing is happening. Caller indicated that the patient tried to change the patient programmer batteries earlier today and the ins got turned off so when the caller arrived, the patient was a shaking mess and thrashing. They were able to turn the ins back on and the shaking is gone but upon doing so, the patient has tingling in their fingers. The ins was turned off by accident. Patient noted that the upper limit is set to 2.6v and the lower limit is set to 0 and programmed amplitude is 2.0. They were walked through changing amplitude and it showed 2.0v. The caller pushed the right adjust button but nothing happened but then they pushed the left one and was able to increase stim. Caller increased stim to 2.05v and indicated tingling in fingers had gotten a little better. Troubleshooting resolve the reported issue. Once the ins amplitude was increased, caller declined any further assistance. No further complications were reported or anticipated.